Event description:
A report was received that stated the pump check clutch failed occlusion testing.

Manufacturer narrative:
Device evaluation: the suspect device was received for evaluation. Evaluation of the pump event history log confirmed a check clutch/plunger alarm; however, functional testing was unable to duplicate the reported issue. Inspection of the internal components also found the carriage washer and leadscrew nut were within specification. The clutch assembly, worm gear, and leadscrew were replaced as a preventive measure.